Manufacturer narrative:
Follow-up # 1 ¿ (12/23/2013). The patient¿s meter and test strips have been returned on 10/28/2013 and 9/11/2013, respectively, and evaluated by lifescan product analysis on 12/13/2013 and 9/16/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, lifescan received the test strips involved with the complaint. The test strips were evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. This complaint is now being reported due to the issue noted during investigations. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.